Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). According to the information provided, the right breast implant is a concomitant and no adverse event or product malfunction was reported for this device. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: contralateral device issues (rupture and capsular contracture baker grade 3). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 375cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade 3 and left-sided rupture. Rupture was confirmed by ultrasound. No device issue was reported for the right side. An ultrasound report noted the lymph nodes as unremarkable. The patient underwent bilateral explantation and replacement with 440cc mentor memorygel breast implant, catalog # smpx440, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.